Manufacturer narrative:
Device evaluation summary: device evaluation of electrode belt sn (B)(4) has been completed. The reported problem (non-functional ECG electrodes) has been confirmed. Upon investigation the electrode belt failed an ECG fall-off test. The j703 component was pulled off of the distribution node (dn) pca causing the test failure. The root cause for the damaged component could not be positively identified but was likely excessive force. No adverse event resulted from the defective electrode belt.

Event description:
A zoll distributor returned electrode belt sn (B)(4) to report that the electrode belt ECG electrodes were non-functional.